Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a procedure in the uterus performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, during the procedure, the physician mentioned that the patient had a loose cervix as the patient had three previous vaginal burns. A second tenaculum was used to reinforce a tight seal and latex was also used to support the vagina. The physician was able to get a perfect cervical seal. Upon starting the ablation, the patient started cramping a little bit and the physician felt that the sheath was pushed out from her uterus. As the procedure continued, it was noted that the cavity was collapsing as she was cramping a lot more. At this time, it was 3 minutes into ablation and a fluid loss of about 6 ml occurred for the first fluid loss alarm received. The procedure was continued and a second fluid loss alarm of about 10 ml occurred at about 5 minutes left during ablation. Finally, after 7 minutes into ablation, a third fluid loss alarm about 13 ml occurred and the system went into automatic cool down. The procedure was aborted at 3 minutes left into ablation. At the end of the case, external burns on the posterior part of the vagina were noted. Reportedly, it was a very superficial layer of the vagina and no cervical burn was noted. The physician applied silvadene cream to the whole vagina to heal the superficial burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a procedure in the uterus performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, during the procedure, the physician mentioned that the patient had a loose cervix as the patient had three previous vaginal burns. A second tenaculum was used to reinforce a tight seal and raytec was also used to support the vagina. The physician was able to get a perfect cervical seal. Upon starting the ablation, the patient started cramping a little bitt and the physician felt that the sheath was pushed out from her uterus. As the procedure continued, it was noted that that the cavity was collapsing as she was cramping a lot more. At this time, it was 3 minutes into ablation and a fluid loss of about 6ml occurred for the first fluid loss alarm received. The procedure was continued and a second fluid loss alarm of about 10ml occurred at about 5 minutes left during ablation. Finally, after 7 minutes into ablation, a third fluid loss alarm about 13ml occurred and the system went into automatic cool down. The procedure was aborted at 3 minutes left into ablation. At the end of the case, external burns on the posterior part of the vagina were noted. Reportedly, it was a very superficial layer of the vagina and no cervical burn was noted. The physician applied silvadene cream to the whole vagina to heal the superficial burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Updated with associated 510k number.